Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. After removing the packaging and performing the required flushing, an unusual sound was heard approximately 10 seconds after activating the catheter, which was positioned 2 cm from the lesion. The procedure was immediately stopped, and the catheter was withdrawn. Upon inspection, the catheter tip showed significant deformation. During flushing, a burning odor was noticed, and no water flow was observed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation a catheter was received. The tube was found damaged right at the tip of the catheter. The test guide wire went through the catheter with slight resistance. The aspiration test was performed, and lower aspiration level than nominal was achieved. The reported mechanical jam can be confirmed, material deformation is also confirmed but coded with mechanical jam as mechanical jam can cause different other failure modes, but these are results of the mechanical jam. The reported noise code cannot be confirmed it was not reproducible. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. After removing the packaging and performing the required flushing, an unusual sound was heard approximately 10 seconds after activating the catheter, which was positioned 2 cm from the lesion. The procedure was immediately stopped, and the catheter was withdrawn. Upon inspection, the catheter tip showed significant deformation. During flushing, a burning odor was noticed, and no water flow was observed. The procedure was completed using another device. There was no reported patient injury.